Event description:
During ptca procedure stent introduced but was undeployed in the distal left main coronary artery. Although pt was chest pain free and stable, it was best to proceed with bypass surgery. Emergency CABG x2 with vein graphs to teh ramus and a vein graft to the om.